Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 42 mg/dl, at the time of incidence. Customer reported that they had high blood glucose level of 335 mg/dl and 338 mg/dl. Customer took 7 units of bolus to treat high blood glucose level. Customer¿s current blood glucose level was 148 mg/dl. Customer declined to troubleshoot. Customer reported that they received changed sensor alert. The insulin pump will not be returned for analysis.